Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an issue with the battery. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an issue with the battery. There was no patient involvement.

Event description:
It was reported that there was an issue with the battery. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they found that the battery was working properly however found that the keypad had unresponsive battery indicator light. Replaced keypad and unit is now functioning properly. A review of the device history record for sn(B)(6) was performed from date of manufacture 11/19/2018 to present date 01/08/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. Service determined no fault found for customer reported issue. Keypad replaced. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive keys.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 11/19/2018 to present date 01/08/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was an issue with the battery. There was no patient involvement.